Event description:
It was reported that the zimmer meshgraft ii was not cutting through thicker skin. Add'l clinical f/u with the hospital indicated that the nurse stated she was informed by the surgeon that an add'l graft harvest was necessary due to the meshgraft ii not completely perforating the donor tissue which then limited the expansion of the initial donor graft for planned wound coverage. It was reported that the additionally harvested donor site was meshed successfully, as the surgeon intentionally harvested a thinner graft to avoid repeat of incomplete mesh which would have limited the expansion capability.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.